Event description:
On (B)(4) 2013 the lay user/patient in the USA contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The patient obtained the blood glucose reading of 146 mg/dl on the reported meter and 106 mg/dl on another meter. The tests were taken within 30 minutes of each other. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient did not seek any medical attention or treatment. The patient denied seeking any medical attention or treatment as a result of the issue. The patient did not suffer any injury due to the reported meter. There was no patient injury associated with this issue. However, as the test results fell outside expected values for accuracy testing, this complaint is being reported.